Event description:
It was reported that the patient presented in the emergency department experiencing shortness of breath and chest pain. Upon interrogation, it was noted that the atrial lead exhibited intermittent capture and inappropriate ams due to high capture threshold. The pacemaker was reprogrammed and the patient was in stable condition.